Event description:
New information on (B)(4) 2013 notes device does not display the diagnostic information once again. The issue should be resolved at next interrogation.

Event description:
It was reported that upon interrogation the pulse generator displayed an error message -diagnotic data were lost and an image should be saved-. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.